Event description:
The regional manager reported that a dhs set was not delivered correctly, and then a dhhs set was delivered by accident, this caused a 90 minute surgical delay while the patient was anesthetized: regional manager reported he was contacted on (B)(6) 2013 by a surgeon concerning an adverse event that occurred on (B)(6) 2013. The surgeon reported that the sales consultant had delivered a dhs set for a case, and then left to deliver an equipment set elsewhere. The patient was put under anesthesia before the surgeon noticed that two implant sets were delivered rather than an implant set and instrument set. The sales consultant was called, and was able to locate another instrument set and deliver it to the hospital. This took approximately an hour. The surgeon then made the incision and dissected down to the bone, before he realized that the set that was just delivered was again the wrong set. The instrument set was for dhhs, and the implants were dhs. The consultant was called back again and he delivered the correct instruments. These instruments were flash sterilized and the surgeon was then able to proceed with the surgery. These errors required the patient to be under anesthesia for an additional 1.5 hours. This is on the unknown dhhs instrument set. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown dhhs instrument set, part and lot numbers are unknown. Without a lot number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.